Manufacturer narrative:
Patient age at time of event was not provided. Date of event was not provided. Catalog and lot # was not provided. (B)(4). Unknown as lot # was not provided. The event is currently under investigation.

Event description:
It is alleged that patient received a gunther tulip filter (B)(6) 2005 at (B)(6) by physician. It is alleged that patient was injured without further explanation. The patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Evaluation- no information regarding the event has been provided. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Impossible to comment on alleged injuries. There is no evidence to suggest the device was not manufactured to specifications. We have notified appropriate personnel and will continue to monitor for similar events. If additional information is received, the report will be reopened for further investigation.

Event description:
It is alleged that patient received a gunther tulip filter (B)(6) 2005 at (B)(6) by physician. It is alleged that patient was injured without further explanation. The patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "organ and vena cava perforation; migration; tilt; bleeding; device unable to be retrieved; hematuria". Cook will reopen its investigation if further information is received. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported back and chest pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 06/13/2016 as follows: the plaintiff allegedly received the filter implant on (B)(6) 2005 due to history of dvts. Per records submitted by the plaintiff, no filter retrieval attempt has occurred to date. The plaintiff alleges organ and vena cava perforation, migration, tilt, bleeding, device unable to be retrieved, hematuria, back and chest pain, and swelling in legs.